Event description:
It was reported that the patients implantable pulse generator (ipg) was non-functional. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.